Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: 3387s-40, lot# va0wblt, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that during a follow-up programming session there were high impedance identified on contact 3 that were greater than 40,000. It was unknown how it had happened, no cause was determined. Diagnostics included impedance testing and no troubleshooting was done. The issue was not resolved. No surgical intervention had occurred nor was planned. The patient's indication for use is dystonia. Further follow-up is being conducted for device information. If additional information is received a supplemental report will be submitted.